Manufacturer narrative:
--

Event description:
Subsequent information indicates that this patient will continue to be monitored as there has been no artifact or shocks. And the patient does not require pacing.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited pacing lead impedances greater than 2000 ohms. No adverse patient effects have been reported.